Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported the ventilator shut down while on a patient. They also found the "pressure regulation high" diagnostic code in the error log. The device was being used for treatment when the reported event occurred; however, there was no patient harm.

Manufacturer narrative:
G4: 31mar2020 b4: 0(B)(6)2020. H10: b1:h1: updated to adverse-product malfunction & serious injury the customer reported that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020. B4: (B)(6)2020. H11: correction to b1 and h1: the device was being used for treatment when the reported event occurred; however, there was no patient harm. H10: the customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020, b4: 13may2020. H11:h6: patient code updated the device was being used for treatment when the reported event occurred; however, there was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.